Event description:
A caller reported an issue with touchscreen responsiveness, specifically noting that the pump screen was frozen and would not respond to input, although the touchscreen itself was not cracked or shattered. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl and was therefore within the normal range. To address the issue, the customer had already reset the pump twice, but due to the recurrence of the malfunction, customer technical support decided to replace the pump.